Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there was a battery fault. There was no patient involvement.